Event description:
On (B)(6) 2016 12:43 pm (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that the ventilator generated two technical error codes. One indicated "disabled valves" and the other indicated an "internal memory error". There was no patient involvement reported.

Manufacturer narrative:
The ventilator was investigated on-site and passed all performed pre-use checks tests (puc) as well as functioned normally at all times. The technical error codes were not reproduced. No parts were replaced and the ventilator was returned to the customer. Evaluation of the received device logs confirmed the occurrence of the reported technical error codes. The logs showed that the technical error codes were preceded by a breathing sub-system error, indicating an automatic restart of the breathing sub-system after detection of an error. This restart of the breathing sub-system to rectify the error was unsuccessful, due to an inability to read the persistent memory¿s parameters information. The reported problem was not reproduced and no part has been changed/replaced, therefore the cause for why the breathing sub-system restarted could not be determined during this investigation.

Event description:
(B)(4).